Manufacturer narrative:
(B)(4). Overheating of device or device component, physical property issue, temperature issue. In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the actuator ball and springs stuck inside the housing, and the motor was making a rattling noise. The device was repaired, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.

Event description:
It was reported that a igs m4 microdebrider was "overheating" and "needs service." This is the only information provided and there was also no report of patient impact or injury as a result of this event.